Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. As reported, approximately 4 mos. Postop the last ltka, this 62 y/o male patient was complaining of pain and instability. Patient¿s ltka had been revised once before in 2017. Patient was revised to sz 3.5, 17mm psc. Patient was last known to be in stable condition following the event. The device will not be returned for evaluation due to hospital policy. Upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to instability of the joint.

Manufacturer narrative:
D10. Concomitants: 4310966 200-02-41 - three peg patella 41mmas. H3: investigation results - the revision reported was likely the result of prosthesis wear. Contributing factors to the reported wear could include the reported joint laxity, patient-related conditions, and/or it may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The extent and root cause of the prosthesis wear could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 4 mos. Postop the last ltka, this (B)(6) y/o male patient was complaining of pain and instability. Patient¿s ltka had been revised once before in 2017. Patient was revised to sz 3.5, 17mm psc. Patient was last known to be in stable condition following the event. The device will not be returned for evaluation due to hospital policy.